Event description:
The report received from the affiliate indicated that one hour after the index procedure for cypher stent implantation the pt complained of chest pain. Coronary angiography was done and thrombus was observed from the proximal edge to inside the implanted cypher 3.5 x 23 mm stent in the mid rca. To treat the thrombus, aspiration and poba with a balloon (unspecified) were conducted. The acute thrombosis was treated by aspiration and by balloon angioplasty (poba) with an unk balloon catheter. The physician's comment regarding the probable cause of the event was that the stent was under-dilated.

Manufacturer narrative:
The indication for the emergent index procedure was acute coronary syndrome (acs). The lesion was reported to be: de nova, concentric, 20 mm length, 3.5 mm vessel diameter, and type b1. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 6 atm/10 sec. A cypher 3.5 x 23 mm stent was implanted at 16 atm for 30 sec. The stent was not post-dilated. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. An act was not measured. The pt was discharged three days after the index procedure. The device remains implanted in the pt and is not available for inspection. Additional info will be submitted within 30 days upon receipt.